Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in pieces, most likely to make the explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Iol dislocation is listed as one of the potential adverse events during or following cataract surgery. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the lens dislocated in the capsular bag. No further information was provided.